Event description:
It was reported that the patient presented for ICD change-out due to normal eri. Upon interrogation and review of trend data, increased capture threshold, decreased pacing lead impedance and decreased sensing were noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.